Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure was confirmed and replicated. The usm was tested on an in-house system and failed in normal mode as error 31226 and 1126 were triggered. It was also noted that the usm failed the fiber test on the clockspring and the carriage friction test. The clockspring fiber was swapped with a new one and errors 31226 and 1126 went away. The original clockspring fiber was reconnected, and errors 31226 and 1126 returned. After further investigation in the carriage, particle debris was found in the instrument sterile adapter (isa) and haze/moisture were found in the rotors and joint sense mirrors.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical monitor (usm)2 encountered a non recoverable fault during procedure. Patient is present in operation room (or) and under anesthesia. Error code 40100 displayed. Red led was displayed on usm 2. Usm could not be moved after error. Review of live logs showed several errors related to ums2 and error 26005, verifying users disabled arm 2. A power cycle of system was done but, after restart several new error codes were displayed. First one was 32097 and in the end 252. As the procedure could not be completed with three usms, it was converted to laparoscopy and completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the problem. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.